Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported that they are unable to read the display of mysentry monitor. Customer stated the font was difficult to read. Advised the customer that the mysentry monitor would be replaced. Customer's blood glucose was 64 mg/dl. No further information provided.